Manufacturer narrative:
(B)(4). Empty. The following information was requested, but unavailable: although we asked the sales rep about your requests, we could not get further information. Anyway, there was no adverse consequence to the patient. Which firing of the device did this event occur on? ---no information. What vessel or structure was the device fired on at the time of the event? ---blood vessel. Was the clip fully advanced into the jaws prior to firing? ---no information. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no information. Were any unexpected noises heard? If so, when? ---no information. Did anything unexpected happen prior to this incident? ---no information. Was the device fired after this incident in or out of the patient? ---no information. Did the surgeon try to pull the trigger from the handle? ---no information. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? ---no information. How was the device removed? ---no information. Was there any tissue damage? ---no information. If so, how was it repaired? ---no information. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts have been made to obtain additional information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap total gastrectomy, the jaw became not to open and the clip was formed teardrop-shaped. Another device was used to complete the case. There were no adverse consequences to the patient.